Manufacturer narrative:
Samples/reagents were not provided for additional investigation. No definitive root cause could be determined. Product malfunction could not be identified with the information provided. No additional complaints have been logged against this lot of gel cards. Review of manufacturing documents indicates that this lot of gel cards met all release criteria.

Event description:
The customer indicated that they noted a discrepancy between testing performed in 2004 with an alternate method (anti-d bioclone) and testing performed in 2007 with mts a/b/d monoclonal and reverse grouping card lot # 032107037-26. The customer reported that the patient typed as a negative in 2004, and a positive in 2007. Product malfunction could not be identified. Erroneous results were not reported, as the results did not match alternate method. If this incident were to recur undetected, it may lead to erroneous results and possible transfusion of incompatible blood.